Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "co-chief crna, reached out for guidelines on the MRI conditional aspect of ak-05560. There was 4-5 cm of the device left in the patient's back and they needed to know if there was metal in it to surgically remove it. It could possibly be a piece of sheath that came off if the catheter was pulled back and redirected through the needle. The sheath would be hyperechoic while the wire would not be. They will need to determine whether it is wire or sheath. Requested more information for the investigation - awaiting response."

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was provided by the customer. Therefore, the potential cause of this complaint could not be determined based upon the information provided and without a sample. No further action is required at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "co-chief crna, reached out for guidelines on the MRI conditional aspect of ak-05560. There was 4-5 cm of the device left in the patient's back and they needed to know if there was metal in it to surgically remove it. It could possibly be a piece of sheath that came off if the catheter was pulled back and redirected through the needle. The sheath would be hyperechoic while the wire would not be. They will need to determine whether it is wire or sheath. Requested more information for the investigation - awaiting response."